Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("mal-positioned") in a 39 year-old female patient who had essure inserted (lot no: 857590) for female sterilisation. The patient had a medical history of endometriosis, parity 3, multigravida, pelvic congestion, abnormal uterine bleeding, adenomyosis, loss of taste, sore throat, headache, muscle pain, fever, post coital bleeding, depressive disorder, dyspareunia, vaginal pain and coital bleeding (bleeding with intercourse). Previously administered products included: ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2541 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted in insertion date: as per argus: on (B)(6) 2013, as per mr: on (B)(6) 2013. Discrepancy noted in removal date: as per argus on (B)(6) 2020. As per mr: on (B)(6) 2020, right osta with 10 cols visible, left ostia with one coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: uterus, bilateral fallopian tubes and left ovary; hysterectomy, bilateral salpingo-oophorectomy and left oophorectomy. Cervix: chronic cervicitis with squamous metaplasia. Endoretrium: weakly proliferative, myometrium; adenomyosis. Serosa: without histopathologic abnormality. Right fallopian tube: without histopathologic abnormality. Lett ovary: cystic follicles. Left fallopian tubs: without histopathologic abnormality retained foreign body fragments, unspecified material ,abnormal uterine and vaginal bleeding, unspecified [ultrasound scan] on (B)(6) 2020: that her essure devices which were placed about 7 years ago are now in her uterine cavity instead. Patient¿s left ovary was also noted to have scattered echogenicities throughout it. Patient still prefers to just have a hysterectomy. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : event - "medical device removal updated to device dislocation" lot number, reporters information, medical history and lab data added, product insertion, removal date and event onset date updated, rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2556 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("mal-positioned") in a 39 year-old female patient who had essure inserted (lot no. 857590) for female sterilisation. The patient had a medical history of endometriosis, parity 3, multigravida, pelvic congestion, abnormal uterine bleeding, adenomyosis, loss of taste, sore throat, headache, muscle pain, fever, post coital bleeding, depressive disorder, dyspareunia, vaginal pain and coital bleeding (bleeding with intercourse). Previously administered products included: ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2541 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingo-oophorectomy and left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted in insertion date: as per argus : (B)(6) 2013 as per mr :(B)(6) 2013 discrepancy noted in removal date: as per argus (B)(6) 2020 as per mr : (B)(6) 2020 right osta with 10 cols visible, left ostia with one coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: uterus, bilateral fallopian tubes and left ovary; hysterectomy, bilateral salpingo-oophorectomy and left oophorectomy. Cervix: chronic cervicitis with squamous metaplasia. Endoretrium: weakly proliferative, myometrium; adenomyosis. Serosa: without histopathologic abnormality. Right fallopian tube: without histopathologic abnormality. Lett ovary: cystic follicles. Left fallopian tubs: without histopathologic abnormality retained foreign body fragments, unspecified material ,abnormal uterine and vaginal bleeding, unspecified [ultrasound scan] on (B)(6) 2020: that her essure devices which were placed about 7 years ago are now in her uterine cavity instead. Patient¿s left ovary was also noted to have scattered echogenicities throughout it. Patient still prefers to just have a hysterectomy. Lot number:857590,manufacture date:2011-05,expiration date: 2014-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report